Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure.

Event description:
It was reported that an alert message noted out of range hv impedance. Loss of capture was also seen. The physician suspected a problem with the lead close to the header connection. The lead was explanted and replaced.